Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device and lead system was not feeling since implant. The patient also complained of muscle stimulation in the chest area. Guidant received additional information that one day post implant, the patient had been laying on her side using her left arm (implant side) as a pillow. At that time, the pacing thresholds had all risen and sensing values decreased. Two weeks post implant, the patient presented for follow-up. Flouroscopy revealed that the lead system had dislodged from the original positions. However, the pacing thresholds for both the rv and lv leads were within a normal range.